Event description:
It was reported that the lead exhibited intermittent loss of capture. The physician elected to change the programming due to the patients age. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.